Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that the patient's infusion set's tubing fell off after insertion of a new infusion set at the site while the patient was sitting. The site location was patient's lower back, and the pump was clipped on to the pants. Reportedly, the infusions were stored in the cabinet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.